Event description:
It was reported that the patient presented in hospital for an unrelated reason. After receiving appropriate high voltage therapy, the right ventricular lead exhibited noise. The patient received inappropriate high voltage therapy due to oversensing noise. No intervention was performed since the patient was very ill.